Manufacturer narrative:
Method: visual inspection, device history review, and complaint history. Results: visual inspection: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. The broken fragment was not returned. Device history review: no manufacturing deviations were noted. Complaint history: a total of (B)(4) complaints involving (B)(4) units have been received relating to draw rod tip deformations. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation of the draw rod when connected to screw, insufficient depth of screwing between draw rod and screw. Conclusion: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ." The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft ". Excessive tightening could also result in the deformation of the instrument distal tip. The reflex-hybrid revision driver draw rod tip is now made from biocompatible material to mitigate the risk of it remaining in a potential patient. The rate of failure and related severities are within thresholds levels.

Event description:
It was reported that the doctor removed a hybrid plate and broke the tip off the inner rod when he was removing the last screw. The last screw came out successfully.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. Functional inspection: due to the distal tip breakage, the instrument is no longer functional. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. No anomalies that could be associated with the breakage were reported during the manufacturing of this batch. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft". The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". Excessive tightening could also result in the deformation of the instrument distal tip. It has been acknowledged that breakages of the instrument distal tip will occur due to the nature of revision surgery as well as the small draw rod diameter required to interface with a screw in the cervical spine. The reflex-hybrid revision driver draw rod tip is now made from biocompatible material to mitigate the risk of it remaining in a potential patient. The rate of failure and related severities are within thresholds levels.

Event description:
It was reported that the doctor removed a hybrid plate and broke the tip off the inner rod when he was removing the last screw. The last screw came out successfully.